Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized with peritonitis. It was reported that the peritonitis was due to unspecified issues occurring on (B)(6)2024. In additional follow-up, the patient¿s pd nurse stated that on (B)(6)/2024 the patient experienced a leak from a crack in the liberty cycler set (lot number unknown). Subsequently, on (B)(6)2024 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient did not have a pd culture obtained. However, the nurse confirmed the patient was diagnosed with peritonitis. It was reported that the patient had the pd catheter (not a fresenius product) removed. Additionally, the patient was transitioned to hemodialysis (hd) therapy for renal replacement needs. The nurse indicated that the patient was receiving unknown antibiotic therapy and remained in the hospital when follow-up was completed. Per the nurse, the liberty cycler set that was used on (B)(6)2024 was discarded. Regardless, the nurse attributed the peritonitis to the reported crack in the fresenius cassette due to this breach in the sterile pathway of the cassette.

Manufacturer narrative:
Additional information: d9, h3 correction: b7 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment of 2 hours and 15 minutes was performed and completed. There were no fluid leaks reported during the ast. A grinding motor pump a was encountered during the test. Visual inspection of the lead screw revealed a degraded condition of the grease. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the cycler identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy utilizing the liberty select cycler and liberty cycler set, and the patient¿s peritonitis event characterized by symptoms of abdominal pain. It was reported that a fluid leak occurred from a crack in a liberty cycler set used by the patient prior to the patient developing peritonitis. Based on the reported information, it cannot be determined what may have caused the crack in the liberty cycler set. The actual product used has been discarded and therefore will not be returned to the manufacturer for product analysis. Due to the known risk of peritonitis when a breach in the sterile pd circuit occurs, the liberty select cycler and liberty cycler set cannot be excluded as a root cause or contributor to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized with peritonitis. It was reported that the peritonitis was due to unspecified issues occurring on (B)(6)2024. In additional follow-up, the patient¿s pd nurse stated that on (B)(6)2024 the patient experienced a leak from a crack in the liberty cycler set (lot number unknown). Subsequently, on (B)(6)2024 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient did not have a pd culture obtained. However, the nurse confirmed the patient was diagnosed with peritonitis. It was reported that the patient had the pd catheter (not a fresenius product) removed. Additionally, the patient was transitioned to hemodialysis (hd) therapy for renal replacement needs. The nurse indicated that the patient was receiving unknown antibiotic therapy and remained in the hospital when follow-up was completed. Per the nurse, the liberty cycler set that was used on (B)(6)2024 was discarded. Regardless, the nurse attributed the peritonitis to the reported crack in the fresenius cassette due to this breach in the sterile pathway of the cassette.